Event description:
During a phaco cataract extraction the pt sustained a corneal burn. After treatment for over a year, the operating surgeon reported that the pt has sustained a permanent loss of vision in the affected eye, the left eye.